Event description:
Customer reported pump screen was dark and wouldn¿t turn on. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed customer on troubleshooting steps, but pump screen remained off. It was noted that the pump was under warranty, and technical support arranged for a replacement pump with updated software to be sent to the customer. Customer was advised on procedures for using the new pump and returning the malfunctioning pump, and acknowledged understanding of these instructions.